Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, an initial power up failure occurred. No repair was performed. The device was not needed for inventory and has been scrapped. Additionally, not related to the issue the ac power cord and the rear case enclosure would have needed to be replaced due to physical damage/cracked.